Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a new pain issue. There was no trauma reported and no falls were reported to be related to this issue. The patient had seen a health care professional (hcp), a neurologist, who thought the device may be causing the pain. An appointment with the pain management physician was scheduled for (B)(6) to determine if the pain was device related and what the next steps would be. The patient noted removal but did not want surgery. The patient was experiencing extreme pain, tenderness of the muscles in the low back. This was noted to be a sudden change; the event occurred about a month and a half ago. Indication for use included post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.